Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13d19049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that the patient connector/catheter connector of the transfer set could not be connected to the titanium adapter. There was no problem with the titanium adapter and it is still in use with no problems. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. No abnormalities were identified during visual inspection. Leak testing, clear passage, and clamp functional testing were performed with no issues noted. A seal integrity test was done with no leaks noted. The interior diameter was measured and found to be out of specification. The reported problem was confirmed. Improvements were made to the mold and molding department procedures. A CAPA was opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.